Event description:
Ous MDR - after an implantation time of about 39 months, oversensing with inappropriate shock deliveries was reported. The lead was capped. Aside from the symptoms detailed in the incident description, no further deterioration of the patient's state of health was reported.